Event description:
It was reported that the patient expired on (B)(6) 2021. The patient's cause of death was end stage cardiomyopathy. The patient required hemodialysis post implant. The patient later lost bilateral pulses in her limbs that would have required bilateral below the knee amputations. The family withdrew care. The pump was working as intended. There was no autopsy. No equipment was to be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4) and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.